Event description:
The lay user/pt contacted lifescan in 2008 alleging inaccurate high readings on their one touch ultra meter. A medical affairs specialist (mas) sent follow up questions and obtained the following info from the pt's mother. The mother mentioned that since two days earlier, the pt had some elevated readings and she increased her insulin based on the meter results. On the afternoon of that day, the pt tested her blood glucose and obtained a 211 mg/dl and took 6 units of novorapid insulin based on the meter result. At an unspecified time later, she exhibited symptoms of feeling sweaty and trembling. The pt tested her blood glucose while exhibiting symptoms; however, result is unknown. She ate fruits and cake to elevate her blood glucose and felt better after eating. She denied testing on her neighbor's meter as stated in the script session. There is no info on whether she tested after eating. She did not seek any further medical attention. While troubleshooting with customer service, it was found that the pt's test strips were expired since 2007. She had used this particular vial since two days prior to original date. Testing with expired test strips can cause inaccurate readings. The pt tests her blood glucose 4 times a day. The technique of applying blood on the test strip was correct. The meter had been coded properly. The pt had sent her meter back to lfs for investigation; therefore, it is unknown whether the time was correct on her meter. The complaint is reported because the mother alleges the pt took insulin based on an inaccurately high reading on the lfs product and afterward experienced symptoms that suggested hypoglycemia and ate food as self-treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.